Event description:
Customer reported issue related to the panorama central station's ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported. Below are the telepacks' sns: (B)(4).

Manufacturer narrative:
Customer was provided with replacement units while an investigation is underway.